Event description:
It was reported, needle sp s/su 25ga tw 3-1/2in whitacre, needle broke off inside patient. The following was provided by the initial provider: patient was in the or for surgery and was having a spinal anesthesia procedure. The clinician attempted the spinal with a 25 g whitacre needle lot number 5245223. When withdrawing the needle from the tissues, it felt like the needle was grabbing. On inspection of the needle after removal, it appeared that the end of the needle was missing the end or tip, approximately 2 cm. Patient successfully had surgery. Broken tip left in patient¿s muscle. No additional adverse patient effect reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.